Event description:
The pt had two leads (from the same lot). It was reported the pt was not receiving adequate coverage. Allegedly, both leads had migrated. The leads were explanted and replaced. The explanted product was discarded by the surgical facility. Coverage was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.